Event description:
Patient reported "many diverse symptoms beginning not long after implantation, including neurological problems, dry eye, breathlessness. It was during an MRI to diagnose [their] respiratory problems that rupture to both implants was revealed." Device was explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "many diverse symptoms beginning not long after implantation, including neurological problems, dry eye, breathlessness. It was during an MRI to diagnose [their] respiratory problems that rupture to both implants was revealed." Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken sharp on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Dyspnea-ndr: not applicable as the event is not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device. No further actions are required as no manufacturing issues are observed.